Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was replaced due to severe regurgitation. It was reported that the patient was in acute heart failure until the transcatheter valve was placed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.